Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty aw pressure transducer on the smart pneumatic module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure" message. Complainant indicated that the clinician manually ventilated and intubated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.